Event description:
It was reported that patient enrolled in clinical study underwent bilateral total hip arthroplasty (B)(6) 2002. Patient was returned to operating room (B)(6) 2002 to reposition cup and implant screw. A subsequent irrigation and debridement was performed (B)(6) 2002 with a revision of all implants on (B)(6) 2013 due to unknown reason. No further information has been provided. Additional information received in patient medical records indicates that the procedure to reposition the cup and implant the screw on (B)(6) 2002 was performed on the left hip. Subsequently, medical records indicate the irrigation and debridement of a hematoma on the left hip occurred on (B)(6) 2002. Medical records indicated the revision procedure that took place on (B)(6) 2013 on the right hip was due to an adverse reaction to metal debris. The operative notes confirm that the acetabular cup and modular head were removed and replaced.

Event description:
It was reported that patient enrolled in clinical study, underwent bilateral total hip arthroplasty on(B)(6) 2002. Patient was returned to operating room on (B)(6) 2002 to reposition cup and implant screw. A subsequent irrigation and debridement was performed on (B)(6) 2002 with a revision of all implants on (B)(6) 2013 due to unknown reason. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. It is unknown which cup was repositioned. It is either rd118860 lot 173130 or rd118860 lot 765860. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur. Under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation,trauma, malalignment, bone resorption, excessive activity." And number 2, "early or late postoperative, infection, and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 1 of 7 mdrs filed for the same event (reference 1825034-2013-01408 / 01414).

Manufacturer narrative:
This follow-up report is being filed to relay the reason for the revision procedure and additional information, which was unknown at the time of the initial medwatch. It is not known which side this item/lot was implanted on. It could have been irrigated and debrided on (B)(6) 2002 or it could have been revised on (B)(6) 2013. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." Number 2 states, "early or late postoperative infection and allergic reaction." This report is number 3 of 7 mdrs filed for the same event (reference 1825034-2013-01408 / 01414).